Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is received, a follow-up report will be provided.

Event description:
Filter did not want to advance from the cartridge when using pusher. Cartridge was disconnected from the sheath. The legs of the filter were partially outside the cartridge and eventually deployed outside the sheath.